Manufacturer narrative:
Vp-557-x is no longer marketed. This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an aortic valve change for heart failure of vascular origin, before connecting the patient to cardiopulmonary bypass, after 2 hours of procedure, the device¿s thread broke. There was no patient injury.